Event description:
It was reported by the sales rep that the handpiece heated up and the pt received a superficial burn. No further info has been received on this event.

Manufacturer narrative:
As of 08/21/2009, the handpiece has not been returned for eval. No conclusion can be drawn.